Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR (2243471-2021-00455), additional information was provided for patient 1. For patient 1 it was noted that because of the positive results, the patient was placed in isolation with two other patients positive for sars-cov-2. The patient was tested again the next day, as the family pointed out that the patient had not been in contact with anyone else outside their spouse the last few weeks. The next day the patient was therefore transferred to a room for isolation on their own. The patient was tested for sars-cov-2 with several different pcr tests in the following days and they were all negative. The patient also had a negative antibody test three weeks after this incident.

Manufacturer narrative:
(B)(6). The investigation of kit lot 01029z and 00624x did not indicate any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway alleged discrepant results for sars-cov-2 on the cobas liat system. Patient 1: generated positive result for sars-cov-2 on cobas liat system ( lot 01029z); the sample shows a late CT and low amp value indicative of a sample at the lod. The sample was repeated on cepheid genexpert with sarscov2 result as negative. Patient 2: generated positive result for sars-cov-2 on cobas liat system (lot 00624x); no raw data was provided but a printed report shows a true amplification indicating a possible lod, although this cannot be confirmed without the CT values from raw data. The sample was repeated on cepheid genexpert with sarscov2 result as negative. The customer states that the repeat of the samples on cepheid genexpert resulted in negative results for sars-cov-2; however, the lod for genexpert is claimed at 0.0200 pfu/ml. The cobas sars-cov-2 & influenza a/b for use on the cobas liat system package insert indicates that the cobas® liat® system has an lod of 0.012 tcid50/ml for sars-cov-2, which converts in pfu/ml to being over twice as sensitive as the genexpert. Therefore, it is conceivable that the cobas® liat® system will detect sarscov2 when the viral load is low, while the genexpert requires a higher viral load in the sample for detection. The results were reported out to the respective patients. It was noted that for patient 1, there was concern of the patient being exposed to infection as a consequence of incorrect results from cobas liat. No further information has been provided whether any medical treatment was given to the patient based on the discrepant results. No harm or injury was reported for patient 2. No issues were identified with the kit during the investigation. 2 MDR's will be filed, one for each of the 2 patients.